Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the serial number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there is no description of the device's malfunction.

Event description:
On may 13, 2021, olympus medical systems corp. (Omsc) received the literature titled "short-type single-balloon enteroscope-assisted stone extraction for patients with altered anatomy". This study was conducted on the short type single-balloon enteroscope (short-sbe)-assisted stone extraction for 123 patients with surgically altered anatomy (saa) from (B)(6) 2013 to (B)(6) 2020. In the literature, it was reported pancreantis (4.3%), cholangitis (2.4%), and perforation (1%). Based on the available information, reported pancreantis, cholangitis, and perforation were not reported in a direct relationship with the olympus products. However, omsc assumes that the perforation might be related to the subject device since the subject device was used for the procedure. And, omsc assumes that the perforation might be caused or contributed to a death or serious injury. Therefore, omsc assumes that the perforation was an adverse event to submit. Based on the available information, specific information on the subject device and the patients were not provided. There is no description of the device's malfunction. Omsc will submit one medical device reports (MDR) of the subject device for the perforation.